Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump was submerged in water for roughly about ten minutes. Customer's blood glucose level ranged between 250 mg/dl and 260 mg/dl which was addressed by administering a manual injection. Reportedly, customer did not have alternate insulin therapy available. Multiple follow up attempts were made to confirm if alternate insulin therapy was obtained; however, no response from the customer was received.